Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01337. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(4) trial. Concomitant medical product: centrimag primary console, unknown serial number. Approximate age of device- 15 days. (B)(4). A direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported event could not be conclusively established through this evaluation. The hm3 lvas instructions for use lists death and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Device not returned.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient expired on (B)(6) 2018 from a combination of acute respiratory distress syndrome (ards) that precipitated right ventricular (rv) failure. Inotropes were continued throughout patient¿s post-operation course to assist with rv failure. Ventricular arrhythmias continued throughout the post-operative course; ventricular tachycardia ablation was performed (B)(6) 2018. Rv support was attempted on the evening of (B)(6) 2018; however, the patient continued with right heart failure and extracorporeal membrane oxygenation (ECMO) was initiated for ards therapy. Following initiation of ECMO support, the patient continued to bleed. The ECMO circuit clotted due to air entrainment. The lvad was registering zero liters of flow. Due to the critical condition of the patient, support was withdrawn and the patient expired. No additional information provided.